Event description:
In 2004 a 2.7 fr. Brioviac was inserted into right external jugular. No evidence of malfunction & placement confirmed with x-ray. When nurse went to use the catheter it was noted there was fluid coming out of the incision. Repeat angiogram confirmed extravasation catheter removed the following day and found to have a 2 mm slit in it distal to the junction of the catheter with its sleeve. Second brioviac placed the same day.